Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to injuries he sustained in a car accident. The customer was driving his truck when he experienced a low blood glucose reading of 47 mg/dl, causing him to flip his truck over several times. The customer had been experiencing low blood glucose levels for the past month. Troubleshooting was not possible at the time of the call. It was also stated that the battery cap was stuck, and was unable to be removed. Advised that the insulin pump would be replaced. Nothing further was reported.